Event description:
Per independent repair center statement, the unit was alarming or red light and was shutting down. The key failure was the 4 way valve not shifting. Additional malfunctions were clamp install and poppet valve leaking.